Event description:
It was reported that during the initial implant procedure, the guidewires were unable to advance within the left ventricle (lv) lead and insulation damage of the lv lead was visually observed. The lv lead was not implanted and was replaced. The patient was in stable condition.